Event description:
It was reported that, "the tibial insert post snapped off from the baseplate, and the poly cracked. Will revise sometime in december."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt at this time and was not returned to the MFR. Add'l info including x-rays and op report was requested. If the device or add'l info becomes available, the eval summary will be submitted in a supplemental report.